Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011. During the same surgery the patient was reimplanted with another device.this report is filed (B)(4), 2011.

Event description:
Per the clinic, the patient experienced a sudden loss of connection to the internal device. It was not reported whether revision surgery is planned as of the date of this report, (B)(6), 2010.

Manufacturer narrative:
(B)(4). Implanted device remains.